Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation, handpiece didn't get hot. Handpiece had cap damaged from coming in contact with rotor. Handpiece water manifold was clogged. Bur walked out during handpiece cutting test. Turbine failed from bur bearing damaged.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.